Event description:
The tech alleged that the emergency trendelenburg is not functioning on the bed. No pt impact.

Manufacturer narrative:
The tech replaced the emergency trendelenburg valve to resolve the issue.